Event description:
It was reported via legal documents that a patient had an initial right total knee arthroplasty on (B)(6) 2018, the patient has pain, stiffness, and weakness. There is no other patient demographic or medical history available. There are no radiographs or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: 5345164 02-010-03-0330 - logic cr femoral cem, right, sz 3. 5415962 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 5463415 200-02-32 - three peg patella 32mm. H6. Investigation results -the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.